Event description:
It was reported that guidewire removal difficulties occurred. The patient presented with heart failure. During an insertion procedure of a non-boston scientific device, five 3 018/260 platinum plus guidewires were used. However, the wires were unraveled upon insertion. Venogram was performed to make sure that there was no stenosis that the wires were getting stuck in. The approximate location of the damage on the device was through the right internal jugular. The physician had to remove the sheath and wire together at one point just to remove a guidewire. All the guidewires were removed intact, and the procedure was not completed. No patient complications were reported.

Event description:
It was reported that guidewire removal difficulties occurred. The patient presented with heart failure. During an insertion procedure of a non-boston scientific device, five 3 018/260 platinum plus guidewires were used. However, the wires were unraveled upon insertion. Venogram was performed to make sure that there was no stenosis that the wires were getting stuck in. The approximate location of the damage on the device was through the right internal jugular. The physician had to remove the sheath and wire together at one point just to remove a guidewire. All the guidewires were removed intact, and the procedure was not completed. No patient complications were reported.

Manufacturer narrative:
The complaint device was not returned by the customer; nevertheless, the costumer did provide one photo related to the complaint, and it is possible to see that the pouch information matches with complaint information. Also, the guidewire was observed inside the pouch, and it was bent/kinked at distal section. Is important to mention that the pouch that there is no evidence on the pictures that the pouch was closed. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Manufacturer narrative:
Device evaluated by manufacturer: unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The complaint device was returned by the customer; nevertheless, physician has provided pictures of the device. As per pictures provided, it can be observed that the guidewire was bent and stretched at the distal tip section. In the picture it is possible to see that the pouch information matches with the complaint information. The guidewire was returned and, it was observed that the guidewire was bent and stretched at the distal tip section. The pouch was returned, and it was observed that the pouch information matches with the complaint information. Under the microscope it was observed that the guidewire was bent and stretched at the distal tip section. The complaint device was not returned by the customer; nevertheless, the costumer did provide one photo related to the complaint, and it is possible to see that the pouch information matches with complaint information. Also, the guidewire was observed inside the pouch, and it was bent/kinked at distal section. Is important to mention that the pouch that there is no evidence on the pictures that the pouch was closed. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that guidewire removal difficulties occurred. The patient presented with heart failure. During an insertion procedure of a non-boston scientific device, five 3 018/260 platinum plus guidewires were used. However, the wires were unraveled upon insertion. Venogram was performed to make sure that there was no stenosis that the wires were getting stuck in. The approximate location of the damage on the device was through the right internal jugular. The physician had to remove the sheath and wire together at one point just to remove a guidewire. All the guidewires were removed intact, and the procedure was not completed. No patient complications were reported.